Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted into the right axillary/subclavian artery in a 70 year-old male patient with a past medical history of a prior coronary artery bypass graft (CABG), coronary artery disease (cad), and renal insufficiency, presenting in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient stood up and inadvertently pulled the impella into the aorta. The anastomosis was intact. No valvular damage was noted on transesophageal echocardiogram (tee). There was an impella in aorta alarm; however, the pump continued to function. The patient subsequently decompensated and coded, and was placed on venous-arterial extracorporeal membrane oxygenation (va ECMO). Ten days after insertion, the impella was successfully removed. The post-procedure outcome is survived at explant. The impella functioned at p-7 at 4.1l/min without issues. Inadvertent removal causes immediate loss of mechanical circulatory support, potentially leading to worsening hemodynamics, and instability. Staff did not retain the pump.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. Corrected information was provided in e1 (facility details). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in g2 (is report source company rep). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of device in wrong position was use related since impella was pulled inadvertently into aorta due to the patient was standing on the patient cable while was moved from bed to chair.